Event description:
It was reported that the patient had their neurostimulator system removed on (B)(6) 2013 report. It was noted that it was removed due to being at its end of life and also because the patient needed an MRI. The patient reportedly ¿hurt from head to toe¿ from the surgery. Manufacturer records show that the patient had two active neurostimulation systems and it is unclear when or if both systems were removed. It was later reported that the patient did not have any concerns with their device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 355029, lot# n059833, implanted: (B)(6) 2006. Product type: accessory: product ID 377745, lot# v003310, implanted: (B)(6) 2006. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 3550-29, lot# n155423, implanted: (B)(6) 2009. Product type: accessory: product ID 37712, serial# (B)(4), implanted: (B)(6) 2009. Product type: implantable neurostimulator: product ID 37752, serial# (B)(4). Product type: recharger: product ID 377745, lot# v003310, implanted: (B)(6) 2006. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead. (B)(4).